Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the patient's implantable cardioverter defibrillator exhibited backup vvi. The device was removed and replaced. The patient was stable.